Event description:
Reporter indicated a vns therapy pt's vns generator has migrated down into the armpit from the original placement. The pt underwent generator replacement surgery. Good faith attempts to obtain additional info have been unsuccessful to date.